Event description:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. According to the reporter, both patients used the same evis exera iii gastrointestinal videoscope for therapeutic esophagogastroduodenoscopy (egd). The procedures were completed with the same device without delay. It was initially reported the two patients that tested positive for cre and mdm contamination, interpreted to be carbapenem-resistant enterobacterales and monocyte-derived macrophages. After further inquiry it was reported the patient(s) tested positive for carbapenem-resistant enterobacterales -new delhi metallo-beta-lactamase (cre-ndm) infection and whole genome sequencing results was performed and confirmed by michigan department of health and human services¿ (mdhhs) bureau of labs. Also e. Coli positive urine culture was collected (B)(6) 2023 during patient¿s encounter at outside facility. Whole genome sequencing result was provided (B)(6) 2023. The date of symptom onset is unclear, testing was incidental and outside the facility. The patients had urinary tract infection (uti) symptoms, concentrated and odor to urine, for approximately 2 weeks and were reportedly treated with bactrim on an unspecified date and period of time, presumably as outpatients. The patient(s) current condition is alive. The reprocessor was not cultured and ruled out as a possible source of infection and the facility is currently waiting for test results for the scope. A visual external inspection is part of the facility's process prior to each use, and prior to manual reprocessing. It was further reported the scope was used in a total of 84 procedures. There was no confirmed patient infection for the remaining 82 patients. There is going to be an inspection performed by an independent inspection company. Though the scope was used there is no positive culture at this time, test results are pending. Please refer to the following related patient identifiers for the remaining 82 uses: (b0(6).

Event description:
An olympus representative reported to olympus, on behalf of the customer, carbapenem-resistant enterobacterales (cre) and monocyte-derived macrophages (mdm) infection in two patients. It was further reported, there is going to be an inspection performed on the evis exera iii gastrointestinal videoscope by an independent inspection company. The two reported events are captured in 2 reports. The related patient identifiers are as follows: (B)(6) patient a used the evis exera iii gastrointestinal videoscope on (B)(6) 2023. (B)(6) patient b used the evis exera iii gastrointestinal videoscope on (B)(6) 2023. This medwatch report is for patient identifier (B)(6).